Event description:
It was reported the screen is shattered. The programmer was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) overlay to screen was shattered. No fault found with the screen. It was noted that a system error was found logged in the programmer error log.